Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye was performed which observed a cracked main body. There was evidence of a substance around the threads of the main body. The reported condition was verified. The cause of the condition is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a crack on the twist clamp (main body) of a minicap transfer set. This was identified during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.